Event description:
It was reported that pump battery would not charge when connected to wall outlet. There was no adverse impact to the customer's blood glucose level. Customer tried charging for an extended period without success, then used different wall adapter with non-tandem cable as instructed by technical support, after which pump began charging and no further assistance was required.